Manufacturer narrative:
A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer. The following additional information was provided: the instrument appeared to have a frayed grip cable. Isi received the mega needle driver instrument associated with this complaint and completed investigations. Failure analysis investigations replicated and confirmed the customer reported complaint of a wire being broken. The instrument was found to have a frayed grip cable at the distal end. Some bundles of the cable were frayed, but the cable was not fully broken. The frayed cable strands stuck out at the wrist. Some bundles of the cable were frayed, but the cable was not fully broken.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the mega needle driver instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that prior to starting a da vinci-assisted myomectomy surgical procedure, the mega needle driver instrument had a broken cable. There was no report of fragment(s) falling inside the patient. The procedure was completed with a backup instrument of same kind. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: the customer indicated that a cable was found protruding from the distal end of the instrument even though the instrument did not collide with any other instrument or tool. No issues were identified with the opening/closing of the grips, left/right motion of the grips, or up/down motion of the wrist. No known impact or patient consequence was reported.